Manufacturer narrative:
(B)(4). The injured mr tech was operating the trolley with another person, while a pt was positioned on top of the trolley. The foot of the mr tech was clamped between the floor and hydraulic unit of the trolley. The risk mainly exists when the trolley is operated by 2 persons. Therefore, special care must be taken when using the trolley to follow the instructions for use of the trolley within hospital or imaging facility including type of required foot wear. Philips is working on action that consists of the replacement of the front and rear covers of the ingenia mr flextrak trolley with new covers with a protection bumper that prevents foot clamping. In this case the protection bumper was not installed yet at the time of the event.

Event description:
Phillips received a report from a customer that a mr tech sustained a fractured toe while operating the trolley while a pt was positioned on top of the trolley. The trolley was operated by 2 persons, and the injured mr tech pulled the trolley.